Event description:
Complainant alleged that the opcab retractor locked up while used during coronary artery bypass graft procedure. Procedure was converted to traditional bypass once retractor locked up.